Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was hot to the touch while charging. Additionally, the customer reported that the time setting of the pump became inaccurate intermittently. Blood glucose was 175 mg/dl. At the time of contacting tandem technical support, the time on the pump was correct. The customer continued to use the pump for insulin therapy.